Event description:
It has been reported that during the procedure while the diagnostic catheter was being removed from the patient, the tip of the catheter separated from the shaft becoming lodged against the introducer sheath. The physician inserted the diagnostic catheter and the guide wire to the patient and advanced the guide wire and the diagnostic catheter forward across the lesion site. The tech observed on the fluoroscope that the guide wire had appeared to go though the side hole that was in the catheter. The physician attempted to remove the diagnostic catheter from the patient and pulled the guide wire and the catheter at the same time through the introducer sheath. The physician noticed that the tip of the diagnostic catheter was missing. The physician looked on the fluoroscope and did not see the tip of the diagnostic catheter inside the patient. The physician decided to remove the introducer sheath and found the tip of the catheter on top of the introducer sheath that had become jammed. The patient is reported to be fine.